Event description:
It was reported when the device was used during an open gastric bypass procedure, it did not deploy any staples on the initial firing. It was reloaded and fired successfully. The case was completed without pt consequence.